Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please provide further clarification on what "bad hemostasis" is? Some blood. On the staple line after the firing, it was fixed with a classic bipolar. How much blood loss was there? A very little bit, no need of transfusion. Was a transfusion required? What was done to control the blood loss? Use of a classic bipolar.

Event description:
It was reported that during a colectomy procedure, the surgeon wanted to resect the colon. He fired a first time with a blue reload, the result of the firing was not what he is used to (bad hemostasis and malformation of the staple line). The second firing was worse because the knife did not want to move forward and was stuck; impossible for the surgeon to staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. There was a delay in the procedure of fifteen minutes.

Manufacturer narrative:
(B)(4). Batch # n5463a. The analysis found that one psee60a device was returned with no apparent damage and with a gst60b cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.